Manufacturer narrative:
Device codes: 1562 labeled. Internal file number - (B)(4). Corrections: device code 3190 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU), states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Additionally, the IFU states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Also, the IFU states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulties and subsequent treatment appear to be related to user technique/IFU deviations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: reportedly, the access site was in the high common femoral artery above the bony landmarks and there was a small amount of calcified plaque at the access site. The proglides were used with an 8.5f sheath. The proglides were attempted after an ablation tachycardia retrograde interventional procedure (not pre-close). Reportedly, a suture break occurred with the first three proglide devices that were attempted. A fourth proglide device was used successfully and was thought to have achieved hemostasis; however, the patient developed a massive hemorrhage with a retroperitoneal hematoma. Protamine was administered to reverse the anti-coagulation effect. Manual compression was used; however hemostasis was achieved too late. The patient died a few minutes after admission into the intensive care unit. Reported information stated that the patient death was related to the high vascular access puncture. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in a femoral artery was attempted with four proglide devices using the pre-close technique prior to an electrophysiology procedure. Reportedly, the attempts with the four proglide devices were unsuccessful. The patient developed a massive hemorrhage with a retroperitoneal hematoma. It was suspected that it was a high puncture access. The patient died in the cath lab during the closure procedure. Reportedly, the physician was not trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the previous medwatch report filed, additional information was received that only 2 proglides (not 4) were used in the procedure. This proglide device was reported in error and was not used in the procedure. There was no device malfunction or adverse event. Based on this information, this device would not be MDR reportable. No investigation required.

Event description:
Subsequent to the previously filed report, the physician provided the additional, corrected information: suture placement in a femoral artery was attempted with two proglides (not four as initially reported). Reportedly this proglide device was reported in error and this device was not used in the procedure. Based on this information, this device would not be MDR reportable.